Event description:
It was reported that during a percutaneous translurninal coronary angioplasty procedure, in a heavily stenosed, tortuous and previously stented lesion, the balloon was inflated and deflated several times. Upon removal of the dilatation catheter, the tip was found to be missing. No pt injury was reported. The location of the tip is unk.